Manufacturer narrative:
Patient's condition affected effectiveness of device (tortuous arteries and aneurysm remodeling) inherent risk of procedure (endoleak. Device failure/lack of effectiveness related to patient condition (tortuous arteries and aneurysm remodelling).

Event description:
Two aneurx iliac stent grafts were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported, and the arteries were reported to be tortuous. The patient had a prior kidney transplant which required the iliac artery to be sewn to the renal artery. Approximately 4 years after the initial stent graft procedure, an aneurx stent graft system was implanted for an unknown reason. It was reported 14 months later, the iliac stent graft came out of the artery and created the distal type 1 endoleak, which was attributed to the tortuous arteries and aneurysm remodeling. Two additional iliac stent grafts were implanted and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.